Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the gender/bmi of patient? Which firing of sleeve was the gold cartridge used? Was the device fired with the anvil up or down? What was done intraoperatively to correct staple form issues? How was the bleeding identified? How was the source identified? How much blood product was required? What is the current patient status? Additional information received: post-operative within two or three hours the patient was brought back to the or because the patient was having issues that were thought to be related to the procedure. It was found that the patient had internal bleeding and a transfusion was necessary. It is unknown how much blood the patient lost or how much blood was needed to stabilize the patient. It is also unknown how the patient was treated for the cause of the bleeding. The patient has since been released from the hospital and the patients current condition is unknown. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Five ecr60d cartridges were received sterile with no apparent damage. The cartridges were opened and tested for functionality with test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a bariatric procedure the black reload deployed with no problem. When the gold reload was tried the sleeve "right side" deployed only one row of staples. The stomach "left side" deployed two rows. The staples that deployed were formed and seam guard was being used at that time.

Manufacturer narrative:
(B)(4). Additional information requested and received: what is the gender/bmi of patient? Female, bmi 52 which firing of sleeve was the gold cartridge used? Second was the device fired with the anvil up or down? Up what was done intraoperatively to correct staple form issues? Suture how was the bleeding identified? How was the source identified? No bleeding noticed immediately, it was overnight patient had bleeding. Surgeon sutured because of staples not formed. How much blood product was required? 3 units of blood what is the current patient status? Patient is back to work.